Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag leaked from a partially unsealed seam. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device contained ingredient residue indicating it had been filled, including the manual add port closed on the fill port tubing. The manual add port cap was intact and the administration port cap had been removed to empty ingredient. Visual inspection identified that the bag fill port tubing had been damaged, with a circular gouge found above the fill port connector. The tubing damage did not result in a leak or exposure to the fluid path, as there remained 0.25¿ of tubing intact. The cause of the damaged bag could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.